Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during transport, the device failed to acquire a 12 lead ECG. There was no patient harm.